Event description:
It was reported by the customer, during a procedure, evis exera ii ultrasonic bronchofibervideoscope could not take a picture. No patient harm reported. The device had just been repaired by olympus for the issue of the transducer tip broke off during a procedure. This complaint is related to patient identifier (B)(6) (transducer tip broke off during a procedure).

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was returned to olympus for evaluation and the issue was confirmed. There were leaks in the instrument channel and balloon channel, which led to fluid invasion throughout the scope affecting the functionality. There was no image. Due to fluid invasion, the switch function was intermittent after aeration. There was fluid invasion in the control body, scope connector, and ultrasound connector. The ultrasound electrical insulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported image failure. The investigation did not establish a root cause for this failure. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿chapter 3 preparation and inspection 10. Carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities.¿ olympus will continue to monitor field performance for this device.